Event description:
The end user stated while up the inclined driveway, the brakes failed. She rolled back 20 feet, states if her son had not been there she would have fallen over due to the curb at end of the driveway.